Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to impedance variation and high rate no n-sustained episodes. Follow up with the company representative indicated that lia was turned off. The lead remains in use. No patient complications have been reported as a result of this event.